Event description:
Related manufacturer reference number: 2017865-2022-38383. It was reported a patient presented with "buzzing" in the left pectoral aspect of the chest. An x-ray was performed and confirmed left ventricular (lv) lead dislodgement and implantable cardioverter defibrillator (ICD) rotation. The lv lead also had loss of capture. Both the ICD and lv lead were explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.